Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ctwh, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had the device taken out in (B)(6) 2018. Patient stated that the healthcare professional (hcp) left the lead in their back down at the tail-bone. Patient reported that the lead was causing their leg to have weird things happen. Furthermore, patient reported that ever since the ins was taken out it still felt like it was still in because their toes want to curl and then has gotten worse over time. Patient states now it felt like their whole leg had electricity going through it and like someone was taking their toes rolling them back towards their shin. Also it felt like someone releases their toes like a rubber band and it just never stops. Patient stated it was very uncomfortable and thinks the lead is pushing on a nerve causing this. Patient wants the lead taken out however the spinal surgeon told them that where the lead was placed would not be causing this problem. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the reason for the device removal was that the device was not working and patient wanted it removed. Also they need an MRI for back pain. Hcp noted that the lead was partially removed however prongs did not come out. Status of device not noted other than battery removed and part of lead removed. The cause of patient's leg doing weird things, electricity going through leg and toes curling was determined to be from patient's severe narrowing of l5 - s1 disc space. This was concurrent with patient's pain before and after the interstim device was removed. The actions taken for patient's leg doing weird things, electricity going through leg and toes curling was pain management. Hcp stated they saw patient in last follow-up appointment for urge incontinence in which patient had device for many years however it stopped working. Patient had severe pain and needed device to be removed for MRI. Doctor saw neurosurgeon and was told verbally that interstim lead not concurrent with patient's pain pattern. No further complications were reported or anticipated.